Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 5 years post implantation, the patient was revised due to loosening of the tibial component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01898.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01898. 0001825034-2022-02623. 0001825034-2022-02624.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected : d6 - remove explant date, as no devices were removed. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient underwent an additional surgery due to infection that led to a tendon rupture. Attempts have been made and no further information has been provided.